Manufacturer narrative:
Regarding this event both a disposable microforceps and a vitrectomy cutter were received for investigation. The particle was not returned as this was aspirated during surgery and not retained for investigation. The products (i.e. Microforceps and vitrectomy cutter) were visually inspected to evaluate whether they were the source to the particles observed during surgery. Regarding the vitrectomy cutter returned for investigation it was noted that the shaft of the cutter was bent. However, this is excluded as a potential source of the particle identified in the patient's eye, because it is not in a direct contact with the eye during a surgery. Furthermore, it can not be ruled out that this damage occurred after surgery and/or during transport of the device back to dorc (i.e. Items were returned in a box without any protection). Thorough visual inspection revealed a small burr on the inner facet of the outer knife. Due to the nature of the manufacturing process, it is foreseen that occasional burrs will form during use and in rare cases these burrs may shed during surgery (such a failure mode is common to all reciprocating vitrectomy cutters). However, it is important to note that only in case of a very low or lack of aspiration during a vitrectomy procedure it is possible for a burr to get inside an eye. No problems with functioning of aspiration at the time of the event were reported by the customer. In addition, DHR review of the vitrectomy cutter did not show any deviations. As the particle observed during surgery was aspired by the surgeon and not retained for investigation, it is not possible to clearly determine if the particle originated from the instrument investigated. In conclusion, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
During surgery the surgeon noticed that there was a very small particle resting on the retina. This particle was removed with the back flush instrument. Surgeon would like to know if this particle could possibly come from the vitrector or the forceps being used during this surgery. This complaint form is from the vitrectomy only. Patient checked next day for any reaction to the particle - none, all is well.